Event description:
It was reported the patient could not feel stimulation when they turned their head. It was noted the patient was ¿implanted cervically¿ on the day of the report. Additional information received reported the patient was a "fresh" implant and had positional changes when removing their cervical collar.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial # (B)(4), product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).